Event description:
Reporter stated that piston rod of pt's device would not retract last week during an insulin cartridge change. No error message was generated by device. Pt then moved piston rod forward all the way, and device generated a mechanical error. Yesterday, piston rod would not retract all the way again (no error was generated by device). Device only generates mechanical error when pt tries to move piston rod forward. Pt then switched to back-up device. Pt's blood glucose was not affected, and no treatment was received.